Event description:
It was reported that the patient went to the clinic on the day of the report due to the fact that the pump was alarming and she felt dizzy. The low reservoir alarm and the empty reservoir alarm occurred. The patient¿s pump was refilled on (B)(6) 2013 and a print report showed the updated programming. When the pump was interrogated on the day of the report, the last change date was (B)(6) 2013. Overinfusion occurred due to the pump not being updated. The current flow rate was 0.88229ml/day and the new drug concentrations and doses were 20mg/ml hydromorphone at 17.64mg/day and 40mg/ml bupivacaine at 25.29mg/day. The actual dose was to be 9.801mg/day of hydromorphone. It was noted that the patient was using the personal therapy manager (ptm), which was programmed to get a 4 bolus maximum of 0.075mg. In this case, the actual bolus was 0.135mg. The physician calculated the amount of fluid delivered and was going to update the reservoir volume. With the boluses, the reservoir volume would be approximately 18ml, conservatively. He was going to bring the patient back a little earlier to prevent the pump reservoir from becoming empty. It was noted that the programmer was prompting a bridge bolus. The reported was educated that the old drug was gone and no bridge bolus was needed. It was later reported that the patient was doing fine and had no complaints.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).